Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact implant date is unknown. However, it was reported that three devices - the bsc pinnacle device, an elevate, and a pelvisoft - were implanted into the patient on three separate dates: (B)(6) 2007, (B)(6) 2010, and (B)(6) 2011. It was not specified which product was implanted on which date.